Event description:
It was reported that two drills fractured during drilling. The fractured parts of both drills were embedded in the bone, the bone around the embedded parts was scraped off, and all the fractured parts were removed. The surgery was completed without any problems. There were no adverse events as a result of the malfunction.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Concomitant medical products: item# 01-7149, lot# 376450, 1.5mm system twist drill with j notch 1.1 x 50mm, 18mm stop. Report source: foreign: japan. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2022-00293.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: component code - mechanical (g04) - drill. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted to update additional information in section b4, b5, g3, g6, h2, h3, h6 and h10.

Event description:
No further event information is available at the time of this report.